Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was prophylactically explanted due to the advisory.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 49 cm the interior superior vena cava defibrillation cable was fractured at 39.7 cm and the exposed superior vena cava defibrillation coil was fractured at 33 cm from the connector pin. Concomitant medical products: d334drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted due to unknown reasons. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.